Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was not functioning properly. Reportedly, the pump could not be charged properly without the customer maneuvering the usb cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose.